Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the spain. It was reported that when the patient's cannula was changed, a slight hematoma was present in the insertion area and the infusion syringes was used for 3 days. The patient's infection was further treated with oral medication. No further information available.